Event description:
It was reported that during a surgical procedure conducted at the user facility, the device disassembled, causing waste fluid to be sprayed on the user. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device not returned.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device disassembled, causing waste fluid to be sprayed on the user. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.